Manufacturer narrative:
Device evaluated by MFR: synergy ii us, mr 2.25 x 16mm stent delivery system (sds) was returned for analysis. The stent was not returned with the device. Hypotube kinks and tip damage were noted during analysis. Stent dislodgement most likely occurred due to lesion characteristics as the lesion was reported to be severely tortuous and mildly calcified. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were visible on the surface of the balloon confirming that the stent was crimped on the balloon prior to stent detachment. A visual and tactile examination found multiple hypotube kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a kink at port entry site of the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that a 30-minute delay in procedure occurred after the burr was stuck in the lesion. The stent was found dislodged in the guide catheter and was left behind at the iliac when it was removed. Physician used a snare to remove the stent from the left puncture femoral site. A non-bsc stent was used to complete the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00599. It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous and severely calcified ostial left main coronary artery (lmca). A 1.25mm rotalink¿ burr was selected for use. During rotablation, the device was used gently in forward motion at the lmca, and was noted on the fluoroscopy that the burr was stuck inside near the lesion and slight vessel perforation occurred. The rest of the rota device was withdrawn. Then, the physician inserted a new rota device and was able to retrieve the burr that was stuck. After the burr was retrieved the lesion was predilated and a 2.50x28mm synergy¿ drug-eluting stent was advanced. However, the stent was dislodged and another stent was used to complete the procedure no further patient complications were reported and the patient's condition was stable.